Manufacturer narrative:
The tnths stat reagent lot number was 77052801 with an expiration date of 31-aug-2025. In aug-2024, the field service engineer performed a decontamination of the instrument due to turbidity in the sipper and procell syringes. The provided qc data did not show an issue. During the field support visit, it was noted that the measuring cell lifetime was exceeded. The root cause was due to a maintenance issue where the measuring cell replacement was overdue.

Event description:
We received an allegation about a questionable high result for 1 patient serum/plasma sample tested with elecsys troponin t hs (tnths) stat assay on a cobas pure e402 analytical unit when compared to a cobas e411 immunoassay analyzer. Initial result: 39.5 pg/ml (tested on the pure e402). The customer questioned the initial result as it did not match the patient's history and repeated the sample on (B)(6) 2024. 1st repeat result: 11.17 pg/ml (tested on e411). 2nd repeat result: 15.4 pg/ml (tested on the same pure e402). The repeat results were deemed to be correct. No questionable result was reported outside the laboratory.